Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had critical pump error on the insulin pump. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump passed all of the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08720 inches. There was no critical pump error during testing. The insulin pump communicated properly with the guardian link 3 and the test plug. There was no pump and sensor communication anomaly, sensor anomaly nor calibration anomaly.